Event description:
In early 2009, the patient reported that yesterday evening her blood glucose was elevated to 455 mg/dl. She disconnected from her infusion site and performed a 6 unit bolus and no insulin dripped from the end of the infusion tubing. She performed another 6 unit bolus and after 3 units were delivered, the insulin began to drip from the end of the infusion tubing. She then reconnected to her infusion site and bolused 7 units of insulin to lower her blood glucose. She stated that a similar event occurred a week and a half ago. Troubleshooting did not reveal any product issues. She stated there were no air bubbles in the insulin cartridge or infusion tubing. The patient requested the infusion device be replaced. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.